Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400mg/dl and insulin pump alarmed for no delivery during basal or fixed prime. Customer¿s current blood glucose was of 382mg/dl. Customer states that insulin exited. Customer declined troubleshoot for high blood glucose. Customer advised to monitor the pump. Products will be return for analysis.